Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned device was performed at 12 inches under normal lighting and no damage was observed on the cuff or airline. Functional testing was performed by inflating the cuff with 15cc of air. No leaks were detected. The unit was submerged under water to observe for any leakage and no leakage was detected. A review of the manufacturing process found that all inspections and verifications were being performed by the production personnel and verified by the quality inspectors. As a preventive measure, production personnel were made aware of the defect reported by the customer. It was determined that the most probable root cause was that damage occurred after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint was unable to be confirmed. Additional information d10, h2, h3 and h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical bivona aire-cuf 6.0 mm tracheostomy tube was placed with a patient on (B)(6) 2019 at the hospital. The reporter stated that they "need to refill the cuff more often than they used to. It is not only 1 ml, but 3-4 ml every 6 hour." It was also reported the user wanted to wait to replace the tube until the patient's planned change out date. They will continue to refill the cuff with air. There were no adverse patient effects.